Event description:
The customer stated that they were receiving questionable results for tsh on their modular analytics e-module (serial number (B)(4)). There was one discrepant result reported outside the laboratory. The physician questioned the result and asked for a retest. The patient had an initial result of 0.062 uiu/ml. The first repeat result was 2.41 uiu/ml on a different e-module. The second repeat result was 2.59 uiu/ml on the original e-module. Both retests were performed on (B)(6) 2011. There was no adverse affect to the patient as a result of this event. The field application specialist believes possible sample integrity was the cause of this event. He believes there might have been small clots present at the time of the first test. He performed calibration and quality control with passing results.